Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, when suction canister was scanned it was unable to give blood loss and indicated "oversaturated." The customer stated that anytime the pole triton was attached to was moved- even slightly, the system needed to be recalibrated. Patient had massive transfusion protocol initiated and it was imperative to have accurate blood loss evaluation. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, when suction canister was scanned it was unable to give blood loss and indicated "oversaturated." The customer stated that anytime the pole triton was attached to was moved- even slightly, the system needed to be recalibrated. Patient had massive transfusion protocol initiated and it was imperative to have accurate blood loss evaluation. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.